Event description:
It was reported the patient had a seizure approximately 5 months after being implanted with the deep brain stimulation (dbs) system. The patient was admitted to the hospital where the physician assessed a venous sinus thrombosis had caused the seizure. However, the physician could not determine the cause of the thrombosis and did not believe it was related to the device since it was implanted 5 months prior. The patient was prescribed anticoagulant medication, and cultures taken as a precaution were negative for infection.